Event description:
It was reported that while using product, head of versajet handpiece is damaged which caused water spread out.

Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No lot number was provided, therefore a review of batch manufacturing records could not be conducted. On this occasion we are unfortunately unable to reach a definitive root cause of the problem, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.